Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked; further described as the set was ¿broken¿. This was identified while priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection using the naked eye observed a twist between the tubing and drip chamber. A functional underwater test was performed and observed a leak between tubing and the chamber. The reported condition was verified. The cause of the condition was due to incorrect assembly between tubing and chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.